Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a wire on the fenestrated bipolar forceps instrument fractured. A fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed with a back-up fenestrated bipolar forceps instrument.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis. A review of an image provided by the customer was performed. The image appears to show an instrument with a grip cable that is either frayed or broken.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information confirmed that the issue occurred while using the fenestrated bipolar forceps instrument during a dissection. However, it is still uncertain whether a fragment fell inside the patient, as the staff did not observe any signs of a fragment entering the patient's body.

Event description:
Refer to h11 for follow-up information.